Event description:
I was camping and used ciba vision clear care contact solution. My first morning, I returned my contacts to my eyes and it felt as if I had put acid in my eyes. I was able to get my contact out, and decided I shouldn't try putting them in again. I put my glasses back on. I anticipated that my eyes would recover and I'd return my contact to my eyes. But my eyes did not recover over the next several hours, and in fact remained seriously damaged. The next day, my eye -left eye was the damaged eye- was still non functioning. It teared, burned, and I could not keep it open or exposed to sunlight for any period of time with out extreme pain. My friends decided I needed to go to the ER. When there, they flushed my eye, and while that felt good during the flushing, as soon as the flushing was over, the same pain returned and there was no remedy to alleviating the pain. The ER doctor did not know the cause of my eye problem. I returned to camp and simply did the best I could to protect my eyes from daylight. Finally, the next morning -monday, I was able to call my eye doctor in portland, oregon. He told me under no uncertain terms that the source of the problem was that some how my contact solution did not stay in contact with the grey portion of the apparatus that my contacts go into for a minimum of 6 hours. What must have happened is that when I put my contact away the first night, I threw my contact bag into the tent and the container must have fallen upside down, causing the grey part to not be in touch with the solution for the 6 hors required time it takes to neutralize the hydrogen peroxide in the contact solution. Basically, per my eye doctor, the solution had burned off a layer of membrane. I feel the container should boldly and clearly state, that the grey portion of the contact holding apparatus must be in touch with the contact solution for a minimum of 6 hours or severe damge can be done to your eyes. Dose or amount: 1 tablespoon approx, frequency: 2/day, route: ophthalmic. Dates of use: 2009. Diagnosis or reason for use: contact wearer.